Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked when it was filled with blood (about 1 cc) upon preparation for use in the ope room. Although the pt's age is unk, the case occurred in a children's hosp and is assumed to be a pediatric pt. Terumo considers any blood loss during a pediatric case a serious injury. Approx 1 cc of blood loss. Product was changed out. Procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).